Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture strings. The anchor is fractured from the proximal end of the suture window to the proximal end of the anchor. The prongs at the distal end of the insertion device are deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4) .

Event description:
It was reported that during a shoulder cuff repair surgery, the tip of the twinfix ultra anchor broke during implantation. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.